Manufacturer narrative:
Correction: report updated to reflect current practices. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2020-04487 additional information indicates surgical intervention was undertaken on (B)(6) 2018 wherein the system was explanted and replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient experienced unpleasant sensations with stimulation. Diagnostics indicated one low impedance. Surgical intervention is planned to address the issue.